Event description:
It was reported that, intermittently, the left hand screen on the 9800 system is black and unable to do fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure would not be duplicated. All connections were verified and all pcbs were re-seated. The system was tested, and found to be working as intended, and placed back into service.